Event description:
Pt with perigee graft had intractable pain since surgery. Pt is scheduled for removal of mesh after failure to control pain with narcotics. Additional information received indicated that the sling was removed due to severe pain.